Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer stated that for the last 2-3 weeks they have had a really high blood glucose levels like 500 mg/dl and were unable to bring them down. The customer stated they took everything off and changed the set and the insulin pump worked for maybe a day or two and then began getting the 500 mg/dl. The customer used manual injection to control blood glucose levels to get down. The customer stated that she thinks she has a refabricated pump but was advised that it was a new insulin pump. The customer was assisted through troubleshooting. The customer could not do the high pressure test until they received the tubing clamp in the mail. The customer was advised to call back to the help line when the tubing clamp was received so they could be assisted with performing the test. The product was not returned for analysis.